Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient's spouse called to inquire about MRI compatibility and health care provider (hcp) information. The caller reported the patient was in the hospital and needed an MRI however they were not able to speak to the hcp. MRI compatibility was reviewed with the caller and they stated they wanted to have the implant removed.  However, the hcp would not speak with them. The caller was escalated and asked "what do you do, you put it in, it doesn't work and they shut it off and just abandon the patient?" The caller stated they were going to reach out to the hcp to handle the issue.  No symptoms or patient complications were reported. Additional information was received from the hcp. They stated patient wasn't using device on a regular basis, and other medical condition occur and required to remove device. They stated the patient had device turned off; complaint of lot of hip pain, trouble walking. They stated to resolve the issue they had an evaluation with orthopedic, admitted to hospital. They stated the issue had not yet been resolved, and the device had been returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They stated patient wasn't using device on a regular basis, and other medical condition occur and required to remove device. They stated the patient had device turned off; complaint of lot of hip pain, trouble walking. They stated to resolve the issue they had an evaluation with orthopedic, admitted to hospital. They stated the issue had not yet been resolved, and the device had been returned.